Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre readers, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an adc device reader with a smashed screen and was unable to obtain readings. As a result, customer was incapable of testing and experienced an "loss of speech, mind couldn't concentrate, kept staring at one spot." And a loss of consciousness. Customer injected with insulin, didn't feel well, went to girlfriends house, collapsed and hit the back of their head. Upon arrival of ambulance a glucose injection was provided. Blood glucose readings 2.3 mmol/l and 14.7 mmol/l were obtained however it is unknown when these values were obtained. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an adc device reader with a smashed screen and was unable to obtain readings. As a result, customer was incapable of testing and experienced an "loss of speech, mind couldn't concentrate, kept staring at one spot." And a loss of consciousness. Customer injected with insulin, didn't feel well, went to girlfriends house, collapsed and hit the back of their head. Upon arrival of ambulance a glucose injection was provided. Blood glucose readings 2.3 mmol/l and 14.7 mmol/l were obtained however it is unknown when these values were obtained. No further information was provided. There was no report of death or permanent injury associated with this event.